Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 7.0x60mm express vascular ld stent was intended to be advanced and deployed in the right cia, not the right eia.

Event description:
It was reported that during a stenting treatment procedure, the stent became stuck, moved on the delivery device and removal difficulties were encountered. The 100% stenosed target lesions were located in the moderately calcified and moderately tortuous right common iliac artery (cia) and the right external iliac artery (eia). Vascular access was initially obtained via the left brachial artery. The physician opted to treat the lesion in the right cia first. Pre-dilation was performed with a synergy balloon catheter; however, the balloon ruptured at 12 atms during the third inflation. A 6.0mm synergy balloon was then advanced and additional inflations were performed. An express ld stent was implanted with no issues reported. Vascular access was then obtained via the right femoral artery. Pre-dilation of the right eia was not performed. The 7.0x60mm express ld vascular stent system was advanced, but resistance was met while advancing in the lesion and the stent became stuck and then moved on the delivery device. While attempting to remove the device the stent became caught on the non bsc 7fr 25cm introducer sheath. As they were unable to remove the device, the stent was deployed in the right eia. Additionally, another express ld and a non bsc stent were implanted in the left cia and left eia. There were no additional patient complications reported and the patient's status is ok. This product is only (B)(4) approved but it is similar to an approved us device. (B)(4).